Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl, lost consciousness and received cardiopulmonary resuscitation (CPR). Subsequently, the customer was transported to the emergency room via ambulance and was subsequently hospitalized. The customer was treated with an intravenous drip and glucose. The customer was released on (B)(6) 2024 with the issue resolved. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site. Technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that the customer had administered a bigger bolus than needed. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. H3 other text : device not returned.